Event description:
The manufacturer was contacted in reference to a dreamstation 5 foot power cord with c7 end with an allegation of peeling of the power cord and sparks. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The patient reported when attempting to use the device, the patient observed peeling of the ac (alternating current) power cord and sparks. The patient went to bed without using the device. A sales representative arrived at the patient's home and replaced the ac power cord and adapter. It was confirmed the device operated with the replacement power supply. No abnormalities were found. There was no harm that occurred to the patient. The power supply was returned to the manufacturer for evaluation. It was confirmed the exterior of the cord near the base of the connector had been torn. The white and black wires inside were exposed. Upon closer inspection of the relevant part, it was confirmed the white wire was broken, and the core wire was exposed. The power cord was plugged into a power source, and it was confirmed no electricity was passing through it. The ac adapter that was included was inspected, and the entire cable appeared twisted and had been used heavily. It was confirmed that this part of the power supply was capable of passing electricity and functioning (the voltage was measured at the connector position with a multimeter: center pin: 12.40v, inside: 12.44v). From the investigation results, it was assumed that repeated loads such as twisting were applied to the relevant part during use which may have caused the exterior to tear and the internal wires to break, however the cause could not be identified.